Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites :(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced air in the patient line of a homechoice cassette. The hp was connected at the time of the event. This occurred during drain one of five of peritoneal dialysis (pd) therapy. There was about two to three feet of air gaps in the patient line. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Pd nurse would remove the supplies and bags. There was no report of patient injury or medical intervention associated with this event. No additional information was available.